Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens was preloaded upside down. The surgeon was able to rotate the lens and implant it correctly on insertion. There was no patient impact and the lens remains implanted. Additional information was requested.

Manufacturer narrative:
The product was not returned. A photo was provided that shows the device being held, bottom side facing up. Plunger has been retracted behind the wound guard. The iol is not visible. The reported issue of the lens upside down cannot be observed in the photo. A qualified viscoelastic was indicated. The reported event could not be verified. No determination can be made from the photo. The lens was not in the device. All lenses are loaded anterior surface up. The lens would not fold or advance properly if loaded upside down due to plunger and device design. (B)(4).